Event description:
Boston scientific received information that this lead was part of a system revision due to infection. The patient also had endocarditis. This right ventricular (rv) lead broke off during the extraction and some portion of the lead was left in the patient's body. There were no additional adverse effects reported. The product was partially abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.